Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use. The driver¿s tip was observed fractured, and the remaining fractured piece was returned as well. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1300647. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1300647 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is torque applied during placement / seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4)

Event description:
It was reported that the screwdriver fractured at the tip. No impact patient. Prosthesis placement postponed.